Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. When the introducer was removed, excessive bleeding occurred. Pressure was held but it could not achieve hemostasis. The impella pump was removed and reinsertion proceeded with a new introducer, which was left in place to control bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d3, e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.